Event description:
Surgical tech loaded the clip applier and the clips twisted on themselves. The clip applier was removed from the field and a new one opened and used.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.